Manufacturer narrative:
Field event of muscle stimulation could not be confirmed. Visual inspection on device did not find any anomaly. This device is a monitoring device, and it has no capability of delivering therapy. Analysis performed, including electrical, mechanical and environmental tests did not find any anomalies that could contribute to the ¿shock like¿ sensation experienced by the patient. Longevity assessment was performed, device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported during in clinic follow up that the insertable cardiac monitor (icm) exhibited muscle stimulation that was causing patient discomfort. The device was explanted. Further information was requested, but not yet available.